Event description:
It was reported that prior to an unknown procedure, when pulling product for a future case, it was noted several of the orange drivers were dislodged from the reload and "free" in the unopened package. Reload was never opened. Case completed with another reload of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b cartridge reload was returned inside its sterile package and with 4 drivers out of position making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at left proximal side which leaded the drivers to lose their intended position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.